Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported "pain under the arms", "breasts were too large for her body", "implant was grossly overfilled", "capsular contracture grade IV", "pain and suffering", "problems with pain at breasts and nipples", and "mental anguish". The following reported events have been deemed not related to the device: "bodily injury", disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". Affected side is left. The device was explanted and replaced.